Manufacturer narrative:
Based on the claim against the product by the customer noting an error message/fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked the error log and found an error c-34. The issue with the erbe generator was reproduced and the fse performed a replacement. After replacement, the system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure using a dual surgeon console (ssc) setup, the integrated electrosurgical unit (iesu) erbe generator had an error c-34 occur when the monopolar cut mode was activated. The customer received phone assistance from the technical support engineer (tse). The customer power cycled the system and the erbe generator, but the issue persisted. Tse guided the customer to change the port, but nothing changed. Issue persisted. The tse asked the customer what effect site was set on the erbe generator and the customer responded it was at 4. Isi followed up with the initial reporter and obtained the following additional information: the user continued with the procedure using an external generator. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu/erbe) was analyzed and failure analysis was able to replicate the customer reported issue. Erbe was found to have an error c-34 displayed on the screen. The complaint regarding an error message/fault was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.